Manufacturer narrative:
Additional information: d4, d9, g3, h2, h3, h4, h6, h11. One bi-directional, curve d-f, tactiflex ablation catheter, sensor enabled was received for evaluation. When the returned device was connected to the tactisys quartz unit, optical fibers 1-3 met specifications for optical properties and contact force was displayed with no error messages noted. The catheter shaft deflected in both directions when the steering mechanism was actuated and met specifications for curve shape. No anomalies were noted on the eeprom payloads. Electrodes 1-4, both thermocouples and the magnetic sensors met specifications during electrical testing with no open or short circuits detected. The temperature reading of both thermocouples increased with exposure to heat. In addition, no leaks were detected during leak testing and the catheter met specifications for flow rate testing. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event of a pericardial effusion remains unknown.

Event description:
During the supraventricular tachycardia, a pericardial effusion was noted which resulted in a pericardiocentesis being performed and open-heart surgery. The patient had a left lateral pathway so a transseptal approach was performed. The tactiflex catheter was advanced to the left atrium and the pathway was mapped to the most lateral aspect of the mitral valve. After ablation, the patient's blood pressure dropped and respirations became shallow. Ice was reviewed and a pericardial effusion was noted. A pericardiocentesis was performed and some blood was extracted but the patient's blood pressure and respirations did not respond. Open-heart surgery was then elected to be performed. The patient was then sent to the ICU. There were no performance issues with any abbott device.

Manufacturer narrative:
Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.